Event description:
Pt reported that back of the device appears to have partially melted. No pt injury was reported and no treatment was received. Pt did not provide any explanation as to how the device may have melted. Technical support requested the return of the suspect product and replacement product was shipped.